Event description:
It was found blood leakage at venous end for five minutes after introducing the blood. Blood flow rate: 150ml/min; tmp:110mmhg. No additional info if or how much blood was lost, if any. No medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.